Event description:
Reporter noted unit popped & flashed then screen went blank during surgery. Changed out system to complete the case, then cancelled cases for the rest of the day. No pt injury reported.